Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and could not duplicate problem that was reported. No faults were found. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not functional while attempting to use on a patient. It was noted that the iabp unit would start, but no additional details were provided. There was no patient harm and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not functional while attempting to use on a patient. It was noted that the iabp unit would start, but no additional details were provided. There was no patient harm and no adverse event was reported.